Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified stent graft in a vessel. A 40/7/2/100 equalizer balloon catheter was advanced for dilatation. However, on initial inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problems and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was good.